Event description:
The patient¿s caregiver reported that patient received a blood glucose reading of 80 mg/dl on his meter. The patient¿s girlfriend called the emts. It is unknown what time the emts were called and what time they arrived. The emts tested on their meter and got a reading of 12 mg/dl. Afterwards, the patient was taken to the hospital by the emts and was admitted. As the patient and the caregiver declined to provide any details regarding the incident, it is completely unknown if the readings were done within 15 minutes, if medication was taken prior to the incident, what treatment was given to the customer at the hospital, if any blood glucose reading were received in the hospital and when the patient was released from hospital.